Event description:
The customer reported that the device alarms when plugged in. The device was received and the evaluation confirmed the reported issue of the device alarms when plugged in as the device had a blank display and was alarming. Due to this failure the event history could not be downloaded and reviewed. This failure was caused by a defective central unit board which was replaced to resolve the issue. Configuration and calibration was performed. After repair, the device was found to meet specification.